Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached. The analyst visual inspection indicates that the setscrew was disengaged from the socket. The grommet was removed and the setscrew was embedded.

Event description:
It was reported that during a device change-out for normal battery depletion, when the new device was connected to the existing atrial lead, far field r waves and oversensing occurred. The lead connections were rechecked; the set screw could not be engaged in the device a second time. A different device was successfully implanted. No patient complications have been reported as a result of this event.